Manufacturer narrative:
(B)(4).

Event description:
An e-mail was received on (B)(6) 2015 from a johnson and johnson employee who saw a social media post from eye care professional (ecp) that was posted on (B)(6) at 1:11. The social media post also included a picture of the patient's (pt's) eye which depicted redness and swelling. The social media post is as follows "wears acuvue oasys dw and discards every 3 months....went swimming in cls on tuesday. Os got red on wednesday. Went to ER on thurs and was dxd with corneal abrasion and given cipro gtts q 4h os. Today is saturday and the pt in my office with light perception vision. The pt's on his/her way to ER right now." On (B)(6) 2015 the johnson and johnson employee sent a social media post to the ecp and requested additional information. On (B)(6) 2015 a call was placed to the ecp's office and additional information was provided by the ecp as follows: the ecp reported that the first time that he/she saw the pt. Was on (B)(6) 2015. The ecp reported that the pt came in due to os eye pain. The ecp advised that the pt reported that he/she went swimming in the oasys lenses on tuesday, (B)(6) while wearing the oasys lenses. The ecp stated that the pt reported that the os got red on wednesday, (B)(6) and the pt reported that he/she went to the ER on thursday, (B)(6). The pt told the ecp that the emergency room physician diagnosed a corneal abrasion os and was given a prescription for cipro drops q 4 hours os. The pt reported that "the drops weren't helping and he/she was experiencing severe os eye pain." The ecp reported that the pt could not even see hand movement and had photophobia os. The ecp stated that the pt reported that he/she replaced lenses every 3 months and uses the lenses daily wear. The ecp advised that the pt was not wearing a lens on os. The ecp reported that the pt was "still wearing the od cl that he went swimming in." The ecp reported that he/she advised the pt to remove the od cl and replace it with a new cl immediately. The pt had no symptoms in od. The pt was sent to emergency room to see an ophthalmologist immediately to rule out fungal infection, bacterial infection, or acanthamoeba os. The ecp refused to give the pt's contact information or provide the pt's medical record for the visit on (B)(6) 2015 without pt permission. The ecp advised that he/she did not retain the suspect product. The lot number is unknown at this time and the availability for return for evaluation is unknown. The ecp advised that if the pt returned for a visit he/she would call to provide an update." No additional medical information was obtained. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.